Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check that cs100 intra aortic balloon pump (iabp) had display issue. No patient involved.

Manufacturer narrative:
Other contact phone number: (B)(6). Updated field: b4, b5, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit completely. Black dot found on display during display date. Fse replaced the defective display with new one. Performed display test and all other tests. Checked and observed no issue found in machine. Machine work satisfactory now.

Event description:
It was reported by teh customer that during routine check the cs100 intra aortic balloon pump (iabp) had display issue. No patient involved.